Event description:
It was reported that this right ventricular (rv) lead has had gradually increasing pacing impedance measurements and the most recent measurement was out-of-range (>2000 ohms). The patient was seen in-clinic where the capture threshold measurements were also high and provocative maneuvers elicited over-sensed myopotential noise. Because the patient was predominately atrial paced, the physician is continuing with normal follow-ups. At this time, the rv lead remains implanted and no adverse patient effects were reported.